Event description:
It has been reported to philips that a blue screen appeared during clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional information was received that the blue screen was observed before surgery and the surgery was delayed. The health impact code and the manufacture date were updated.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a surgical procedure which was got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor displayed a blue screen. The fse examined the system and found that there were disk smart data errors which were increasing rapidly. The errors were due to the os disk. The fse replaced the hard disk spare part. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.